Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2021-00111.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2013. The patient experienced non-surgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; off vag dis; diff bowel; rec incont; aggrav incont; damage; oth pain: internal pain in the ovary and she can feel the implant and it causes her pain constantly. Nonsurgical treatments: on (B)(6) 2001 the patient commenced pain medication: trammel 400mg for the treatment of: pain relief (originally prescribed for back pain, not assists with pain from implant) . Treatment duration: 20 years. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): estriol (ovastin) 15g for the treatment of: for unspecified vaginal bleeding, to protect internal tissue (twice a week). Treatment duration: nearlys 2 months . The patient was treated with pain medication: panadol/ibuprofen for the treatment of: pain relief . Treatment duration: occasional, as required . The patient was treated with pain medication: valium for the treatment of: pain relief (prescribed for migraines, assists with her sleeping through her pain). Treatment duration: unsure .

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2013. The patient experienced non-surgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rect pain; off vag dis; diff bowel; rec incont; aggrav incont; damage; oth pain: internal pain in the ovary and she can feel the implant and it causes her pain constantly nonsurgical treatments: on (B)(6) 2001 the patient commenced pain medication: trammel 400mg for the treatment of: pain relief (originally prescribed for back pain, not assists with pain from implant). Treatment duration: 20 years. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): estriol (ovastin) 15g for the treatment of: for unspecified vaginal bleeding, to protect internal tissue (twice a week). Treatment duration: nearlys 2 months. The patient was treated with pain medication: panadol/ ibuprofen for the treatment of: pain relief. Treatment duration: occasional, as required. The patient was treated with pain medication: valium for the treatment of: pain relief (prescribed for migraines, assists with her sleeping through her pain). Treatment duration: unsure.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.